Manufacturer narrative:
The complaint investigation for the false elevated result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 24129ud00 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 24129ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 24129ud00 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 512 ng/l was generated for a patient sample (sid (B)(6) ) on (B)(6) 2021 . Repeat testing on the same architect analyzer generated a negative result of 4.7 ng/l. A new sample was collected from the same patient (sid (B)(6) ) and the architect stat high sensitive troponin-I result was negative at 6.3 ng/l. No adverse impact to patient management was reported.